Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the displacement test due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank after falling into water. Blood glucose level at the time of the incident was 180 mg/dl. The caller reported that fluid was visible under the display. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.